Event description:
Medical assistant [ma] started to draw patient's blood for lab draw appointment in right hand. Great blood return noted. Ma attached lab tube to vacutainer, and blood started to come out of from around the tubing.